Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon was leaking. The 85% stenosed target lesion was located in the severely tortuous and severely calcified heart. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon was leaking. A visible pinhole was noted on the balloon material, and a hole was noted on the outer shaft. The procedure was completed with another of the same device. There were no patient complications and patient was stable post procedure. It was further reported that contrast was found leaking when the balloon was being inflated during testing, outside the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a hypotube kink 91.5cm distal to the distal end of the strain relief, and no issues found on the outer and inner lumen and tactile examination of the entire extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. The device was attached to an encore inflation unit, and the balloon was inflated successfully without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU).

Event description:
It was reported that balloon was leaking. The 85% stenosed target lesion was located in the severely tortuous and severely calcified heart. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon was leaking. A visible pinhole was noted on the balloon material, and a hole was noted on the outer shaft. The procedure was completed with another of the same device. There were no patient complications and patient was stable post procedure. It was further reported that contrast was found leaking when the balloon was being inflated during testing, outside the patient.

Event description:
It was reported that balloon was leaking. The 85% stenosed target lesion was located in the severely tortuous and severely calcified heart. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon was leaking. A visible pinhole was noted on the balloon material, and a hole was noted on the outer shaft. The procedure was completed with another of the same device. There were no patient complications and patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).